Manufacturer narrative:
Date sent to the FDA: 07/13/2021. Additional information: d4. H4, h6. A manufacturing record evaluation was performed for the finished device vcp320h; phbbcxt0 number, and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: were x-rays taken to locate the needle piece(s)? No xray done was there any additional tissue damage as a result of searching for the needle piece? No damages to other tissues what is current condition of the patient? Good. What was the size of the needle used? Needgle 31mm, 2-0. Device return status/follow up? Product available, still at the hospital, will be retrieved asap. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? Both pieces were found. Was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? No consequences reported. What was the size of the needle used? Suture used vcp320. Device return status/follow up? Mdf managed with the sales rep on 4/6/2021. (B)(4).

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke at the tip level. Both parts were retrieved from the patient. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/16/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.